Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: one device was received in good physical condition. During testing no problem was found. Device is in tolerance limits. The complaint could not be confirmed/replicated. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device will be serviced as per preventive maintenance. No further action taken.

Event description:
It was reported that ¿frequency, tidal volume 50% is out of range¿. There was no patient involvement and no human harm. The event occurred during annual check.